Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and failure analysis investigations replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of instrument grips-tips broken to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.68" x 0.18" was found to be broken off the yaw pulley. The broken piece was not returned. Blank MDR fields: the missing patient information in was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field is blank because the product is not implantable. Information for the blank fields in section is not available. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the force bipolar instrument jaw would not align. The procedure was completed with no reported injury. An intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the force bipolar instrument jaw would not align. The issue was noticed while setting up the procedure and the instrument was inspected. There was no fragment fell into the patient.